Event description:
Procedure type: cardiac surgery. According to the rptr: the reporting person said that the product unraveled and broke easily. There was excessive bleeding. There was permanent damage. Pt info: male, (B)(6), diabetic.

Manufacturer narrative:
(B)(4).